Event description:
A cartridge change error was reported for the pump, which also occurred with a previous cartridge. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support and, after troubleshooting steps were unsuccessful, the decision was made to replace the pump. The customer plans to use mdi as a backup therapy to ensure insulin delivery continues without interruption. Technical support provided instructions for returning the pump and transferring settings to the replacement device.